Event description:
It was reported that the the right ventricular (rv) lead and the right atrial (ra) lead showed high impedance and noise. Both leads were affected by a subclavian crush. It was also reported that the rv lead showed oversensing. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.